Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle or cannula. It was inserted into the abdomen which is off label usage of the device on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. It was inserted into the abdomen which is off label usage of the device on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).